Manufacturer narrative:
(B)(4).

Event description:
Continuous renal replacement therapy (crrt) had been started with a prismaflex hf1000 set on a patient who was hemodynamically unstable. The prismaflex hf1000 set passed priming with no issues; ten minutes into treatment the prismaflex machine generated an ¿air in blood¿ alarm. A large amount of air was seen at the top of the filter of the prismaflex hf1000 set and in the return line up to the air bubble detector of the prismaflex machine. Treatment was stopped, and the blood from the extracorporeal circuit was not returned to the patient for an estimated blood loss of 165 ml. Reportedly, the patient did not require medical intervention as a result of the blood loss and the cbc was stable. Once the patient was disconnected and the prismaflex hf1000 set unloaded from the prismaflex machine, the nurse noted the presence of a crack on the top of the filter. There was blood leaking from the top of the filter and the luer connector at the top of the filter.